Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and during insertion became stuck in the super arrow-flex (saf) sheath. There was no reported death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt's outcome is listed as "good".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.